Event description:
The customer reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the sys unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a blow fuse and repaired a cable connector. The system operates as intended.